Manufacturer narrative:
The alignment of sipper probe, sample and reagent probes, the microbead mixer, and the reagent rotor were adjusted. There was a major adjustment performed on the sipper incubator. Afterward, the customer did not report any further issues. A specific root cause for the event could not be determined. Additional information required for investigation was requested but not provided.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys hcg + beta test system results for two patient samples. Patient 1 initial result was 323 miu/ml. The repeat result was 0.1 miu/ml. Precision testing was performed, liquid flow cleanings were performed, the assay was recalibrated and qc was performed. On (B)(6) 2017, patient 2 initial result was 8.20 miu/ml and the repeat result was 2893 miu/ml. The erroneous results were not reported outside the laboratory. The patients were not adversely affected. The reagent lot number was 131960. The expiration date was requested but was not provided. The gripper finger was cleaned, the pinch valve tubing was changed, the sipper incubator was adjusted, the system was decontaminated, and calibration was performed with a new reagent pack and calibrator material. The calibration and qc were acceptable, but precision testing was not.